Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-09748, related manufacturer report number: 2017865-2021-09749. It was reported the patient presented in-clinic. Upon review, the patient developed an pocket erosion and likely infection. The implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted and replaced. The patient was in stable condition.